Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 1 month due to the patient expierencing a femoral fracture following a fall.

Manufacturer narrative:
(B)(4) final report additional information including: post primary and pre revision x-rays operative notes (primary and revision) patient weight, activity level and medical history were there any fixation concerns during the primary surgery? An update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received, however none of these details were able to be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed.all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The femoral fracture was due to the patient experiencing a fall and is not linked to the device design or performance, no further investigation is required and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 1 month due to the patient experiencing a femoral fracture following a fall.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including: post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, were there any fixation concerns during the primary surgery? An update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.